Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing sensor glucose discrepancies. The customer¿s blood glucose level was 157 mg/dl while the sensor glucose value was 56 mg/dl. The insulin pump had suspended due to the low sensor glucose value. Troubleshooting was performed. They will be sent a replacement sensor. The product will not be returned for analysis.